Manufacturer narrative:
A manufacturing review was completed using all associated records for production of lot 068964. This did not highlight any issues with the lot or raw material used. Furthermore, there have been no confirmed complaints against this lot or the raw material lot. The complaint reports states that the skin was not shaved per IFU' and therefore this complaint can be determined to be a use error with the currently provided information.

Event description:
The customer reported "when I removed the grounding pad, I saw that patient had about 5 focal spots of skin burns, with red and yellow discoloration, consistent with second degree burn." The procedure was complete but the patient had complained of burning during the procedure and then identified a burn after the procedure. The skin was not shaved per the IFU. However the customer stated they normally don't shave and have never had this issue. The pad was oriented and positioned on the thigh according to the IFU. Customer reported "patient was treated with intramuscular toradol, ice pack and topical silver sulfadiazine. Patient was discharged with ice packs, and silver sulfadiazine. Today I called the patient and he states the pain is under control, but he had a blister the size of a quarter which had burst since medical intervention was involved, nmt has deemed this a reportable event.